Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2019-00268.

Event description:
The user facility reported that the doctor had issues with the involved glidesheath; the wire was getting hung up in the needle. This happened a couple of times. The patient's condition was stable, and the procedure was successful. The estimated blood loss was less than 250cc. The issue was noticed at access. There were no other devices or equipment used with the reported product. Additional information was received on 13sep2019. The procedure was a left heart catheterization. The damage was noticed on the wire; it was hanging up in the needle. They tried a second glidesheath and had the same problem. They tried a third glidesheath of a different lot number and expiration, which worked fine.